Event description:
According to the pt's mother, the pump is slow to respond when the down arrow button is pressed. The pt's mother claims that the keypad is intact but was unable to report if the buttons spring back as normal.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was intermittently responding to the keypad and there was adhesive/contamination found under the button contacts.